Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized, even though caller used approved charging cable and wall adapter with a working outlet and had no low power alerts or shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Customer attempted extended charging and had no alternate charging supplies, so technical support arranged shipment of replacement charging cable, wall adapter, and replacement pump, advised customer to use multiple daily injections as backup therapy, provided instructions to place pump into storage mode before return, and instructed customer to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days.